Manufacturer narrative:
(B)(6). One device was returned for evaluation. Visual inspection found the pump in good condition. A review of the event history log found a "cannot start pump" alarm. Functional testing of the air detector was performed and functioned properly. The reported issue was unable to be replicated. Based on the evidence, a root cause was unable to be determined. There was no fault with the device.

Event description:
It was reported that a device was unable to clear the "air in line" alarm. No patient involvement was indicated.